Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbq168, f2414h55 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Another device was used to complete the procedure. There were no adverse patient consequences reported.